Event description:
On (B)(6) 2012, pt had procedure, "placement of ams 800 artificial urinary sphincter." Implant item = occl iz. Bal pres regulate 61-70cm h2o ams 800 urinary control sys 55798 serial # (B)(4), lot# 787003001. Kit 800 accessory 122725, serial# (B)(4), lot# 783818023. Cuff ams 800 4cm 124949, serial# (B)(4), lot# 785648018. On (B)(6) 2012, this artificial urinary sphincter was removed due to malfunctioning artificial urinary sphincter leak within the system. Malfunctioning artificial urinary sphincter sent back to company.